Event description:
On both the sides femoral psi had excessive external rotation beyond acceptable limits.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.